Event description:
A linx implantation took place on (B)(6), 2018. Medical records provided indicate patient began experiencing dysphagia and a barium swallow done on (B)(6), 2021 revealed the linx was discontinuous. Patient underwent linx removal, laparoscopic paraesophageal hernia repair with mesh, and toupet fundoplication on (B)(6), 2021 at dell seton medical center. The device was ¿removed in two pieces¿.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4); date sent: 1/20/2023. See op notes attached. D6a. Implant month.